Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus and kink could not be confirmed from this evaluation as no photos depicting the kink or thrombus were submitted for review. It was reported that a computer tomography (CT) exam performed on (B)(6) 2018 revealed an extensive left ventricular assist device (lvad) outflow graft mural thrombus with prominent kinking in the middle of the outflow graft; however, there was no dynamic compression or occlusive thrombus observed. The patient was stable during the scan. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until they underwent pump exchange on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2015. Heartmate ii lvas IFU is currently available. This IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulation therapy and inr range for patient using the heartmate ii lvas. Additionally, section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a computed tomography (CT) exam that found extensive left ventricular assist device (lvad) outflow track mural thrombus with prominent kinking in the mid-outflow tract, but no dynamic compression or occlusive thrombus was seen.